Event description:
Reporter noted several cases (5-6) of endophthalmitis. During phone follow-up on 09/2006, doctor stated he would reply next week, when he was back in town. Questionnaires have not been returned to date. Current patient status is unknown. No additional information has been received to date. This report is being submitted as manufacturer report number 2028159-2006-00306. The other manufacturer report numbers are: MDR#2028159-2006-00307, 00308, 00309, 00310, 00311.

Manufacturer narrative:
Phaco handpiece used has not been received for evaluation to date.